Manufacturer narrative:
A ge service rep performed an onsite investigation. The power cord and the gpos were replaced. Software was loaded, the nodes were flashed, and the calibration files were reloaded. The kilovolts tracking, and the image transmission to pacs were checked. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's monitor would not "start up". No pt injury was reported.